Event description:
The clinician reports the implant was inserted (B)(6) 2021 in the patient's mouth. On (B)(6) 2026, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: infection, peri-implantitis and pain. No further patient complications were reported.